Event description:
Report 7 of 7, it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), customer had 7 molecular false positives. Customer unsure about any treatment change. The following information was provided by the initial reporter: patient # 7: biofire cat # rfit-asy-0147, lot # 1980823. Sequence #: (B)(6). On (B)(6) 2023. Bottle lot # 3145828. Bactec sn: (B)(6). Bcid2, biofire was a dual positive - group b strep, c. Tropicalis. Prelim culture result: ID as group b strep. Gram stain: gram positive cocci. Customer reports 7 molecular fps.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. MFR#2647876-2023-00363 was added as incorrect row, and is not considered to be a reportable malfunction.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 7 of 7. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), customer had 7 molecular false positives. Customer unsure about any treatment change. The following information was provided by the initial reporter: patient # 7: biofire cat # rfit-asy-0147, lot # 1980823, sequence #: 446593537428. 10/10/23. Bottle lot # 3145828. Bactec sn: (B)(6). Bcid2. Biofire was a dual positive - group b strep, c. Tropicalis. Prelim culture result: ID as group b strep. Gram stain: gram positive cocci. Customer reports 7 molecular fps.